Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for almost a year now, they have been having issues where when they go to 'charge' the controller, it will take the charge but then it won't display that it's used until it's totally empty and then it just drops down to less than 30% and then goes into the yellow or orange and says that it needs to be charged. When agent asked for further clarification, patient said that the information is never the same twice when they are trying to program any things. Patient mentioned that they can turn stimulation all the way up to 5 or 6 and they don't feel anything, but they can have it at 1 and all of a sudden they will stretch or something and it starts shocking them. Patient stated they will set the intensity in group c to 2.3, and intensity will stay there, but then they will have buzzing in their legs, so they lower stimulation and then stimulation shocks them. Patient stated they had been working with a rep for reprogramming, and rep told patient this therapy issue was linked to the controller and that they need a replacement. Agent reviewed that shocking and change in intensity is not controller related, but therapy related. Patient continued to insist they need a new controller, as rep stated 'these numbers do not look right,' and rep was going to provide patient a loaner controller, but was unable to. Patient mentioned they had lost weight. The patient was redirected to their healthcare provider to further address the issue. On 2025-mar-06 two reps noted they were not aware of the event. One rep noted when they met with the patient, everything was working the way it should and there were no device issues at those times.